Event description:
It was reported that the customer experienced high blood glucose readings and was unable to bring the sugar levels down. Customer was hospitalized for two days and stated that the insulin pump was not delivering insulin and he did not receive any alarms. Customer's blood glucose reading at the time of the hospitalization was 443 mg/dl and reported symptoms of excessive thirst, dehydration and urination. Customer was treated for dehydration and infection at the hospital. The blood glucose readings were stabilized and customer was then released. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Low reservoir alarm was noted in the alarm history. Self test was performed and passed. The high pressure test was also performed and passed, however customer reported hearing a clicking noise during the test. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected motor clicking or drive slipping during testing. Insulin pump received with cracked reservoir tube lip, scratched lcd window and cracked battery tube threads.